Manufacturer narrative:
Patient information was unavailable. A system checkout was not performed as the site did not wish to have a system checkout. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a tumor resection procedure. It was reported that int ra-operatively, the software became unresponsive and the site had to perform a hard reboot. The site was in the cranial software and the account had the axial, sagittal, coronal, and 3d model up. The site had to stop using navigation momentarily and when they came back to it, they noticed that the cursor would not move and that the software was unresponsive. The patient space on the system was checked, and the hard drive had about 70% free space in all patient databases. There was no reported impact to patient outcome. No other information was provided.

Manufacturer narrative:
Additional information: patient information provided. If information is provided in the future, a supplemental report will be issued.